Event description:
It was reported to philips that the system displayed the message: "low disk space". The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure that was to occur at the time of the event was completed as planned after the customer deleted some images from the database. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting of the image processing pc (ippc) database confirmed that the databased needed to be recreated. The fse recreated the image storage. After recreating the image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.